Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a ¿surgeon side console (ssc) not connected¿ message. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted a software mismatch. The procedure was completed robotically with no reported patient injury. Isi followed up with the initial reporter (nurse) and obtained additional information: the surgeon used a second surgeon side console (ssc) and completed the procedure robotically with no injury to the patient.

Manufacturer narrative:
The reported issue was addressed with phone support. Intuitive surgical, inc. (Isi) field service engineer (fse) followed up with clinical sales representative (csr). Csr performed software update on the affected surgeon side console (ssc) to resolve the reported issue. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse). Investigation revealed the following possible related system errors: 31016 (software release version on the core does not match the scc). No image or video clip for the reported event was provided for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to another ssc after the start of the procedure due to software mismatch on the surgeon side console (ssc). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.